Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No extra sensitive keypad/buttons noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's up arrow button was not responding properly. Customer's mother reported that the button was hypersensitive and the customer had almost delivered accidental boluses. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.